Manufacturer narrative:
The device was manufactured from january 8, 2019 - january 10, 2019. The actual device was not available; however, a photograph of the sample was provided for evaluation. The returned photograph was reviewed, and the photograph did not clearly show evidence of a leak at the fillport. The cause of the reported condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor was leaking from the fill port. The leak was observed prior to patient use. The device was filled with endostar. There was no patient involvement. No additional information is available.